Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Implanted date is 'year valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 11 years post implant of this bioprosthetic mitral valve, a non-medtronic transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as fibro-calcific degeneration with severe mitral regurgitation. No additional adverse patient effects were reported.